Event description:
A hosp in another country reported that there was no port for connecting the airway pressure tube at the y-piece of the rt104 adult breathing circuit.

Manufacturer narrative:
This is a malfunction that has been reported to fischer & paykel healthcare by a hosp in another country. The product is not sold in the USA but it is similar to products that are sold in the USA. The 510 (k) for those products are k983112. The actual device was evaluated by way of visual inspection. Our investigation into this matter found that indeed there was no connection port for the pressure line. It appears that the wrong y-piece component was supplied in this kit. Conclusion: the supplied device was out of spec due to a mfg error where the wrong y-piece was included in the breathing circuit kit. We are aware of other complaints involving the wrong y-piece being included in an adult breathing circuit kit that requires pressure line connection. The occurrence rate of this type of complaint is less than 0.002% for the last yr. We will be putting steps in place to ensure that this does not recur in the future.